Event description:
In june 2002, the patient was seen at the implant center for reported difficulties with lock and problem with headpiece retention. The surgeon indicated that patient had thick flap before initial stimulation. Patient reported that there were no medications associated with fluid retention. However, prior to implant, pt had been on diuretics. In 2002, the patient underwent skin flap revision surgery. One month later, the patient was seen at the implant center by the surgeon. The patient reportedly is wearing the device consistently with no complications or lock issues.